Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts were raised on the proximal end and stretched in the center of the stent. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties occurred. The target lesion was located in a highly calcified left anterior descending artery. A 3.00x16mm promus premier¿ stent was advanced but was unable to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.